Event description:
It was reported that the graphic user interface central processing board (gui cpb) failed, probably during patient use which then necessitated a ventilator change. There is no report of patient harm, serious injury or death associated with this event.

Manufacturer narrative:
Covidein reference number: (B)(4). The customer complaint was verified. The customer service engineer (cse) replaced the touchframe printed circuit board (pcb) and ran the required calibrations, extended service test (est), short service test (sst) and performance verification. The ventilator passed all performed tests.